Event description:
It was reported that the patient contacted technical services (ts) as the communicator exhibited a red call doctor icon. Additional information received the cardiac resynchronization therapy defibrillator (crt-d) showed an out or range shock lead impedance at 136 ohms on the right ventricular (rv) lead last month. Trending data currently shows a decrease in the shock lead impedance measurements at 84 ohms. The presenting electrogram (egm) shows no noise. The patient was referred to the clinic. The communicator, device, and lead remain in service. No adverse patient effects were reported.